Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine device changeout. Prior to the procedure, the right atrial lead exhibited noise. It was suspected that the noise was noted previously and resulted in previous mode switch episodes. The noise was unable to be reproduced with isometrics. During the procedure, the right atrial lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.